Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient had their pump removed on friday because of two infections on the incision that kept getting infected so the pump was taken out. The patient stated they know that they are detoxing off the morphine right now. The patient thought their body rejected the pump and the incision kept getting infected for some reason, but the pump worked wonderful. The patient stated they wanted to know what they were up against and stated" I have to be detoxing right? I have to be". The patient was not weaned off the pump because the patient went to the doctor on monday and the healthcare provider (hcp) saw the infection and took the pump out 4 days later. The hcp did prescribe him oral dilaudid. Regarding the first infection, the patient stated they were fine and then all of the sudden about 4 months after pump implant it was a ¿light bubble¿ and it burst and was leaking. The second infection started approximately 8 weeks ago. When the patient came home on friday the patient felt great and "obviously still had the hospital medication in me" and the patient felt great but woke up saturday morning at 3 or 4 am and had a violent reaction to the antibiotics and was throwing up for 2 hours straight. The patient has 40 staples in his stomach right now. The patient stated ¿he wanted to die, that¿s how bad it hurt¿, it was the most pain he ever had in his life. The patient stated they have the following symptoms: increased pain, backache, general feeling of illness, anxiety, insomnia, dehydration, fever ("my girl told me I felt warm a few times when she felt my head"), muscle pain, nausea, vomiting, and as the patient had 40 staples in their stomach so the patient expected abdominal cramps. The symptoms started right after the patient got sick on the antibiotics "but don¿t forget it was the same night that I had the surgery when I came home, I had all the medication in the hospital in me". The patient had to throw up in the kitchen sink because the patient couldn¿t bend over the toilet and patient thinks they may have blown their back out from throwing up. The patient also reported that they woke up at about 3 am with a horrible taste in their mouth, the patient brushed their teeth and still had a horrible taste in their mouth, it made the patient ¿puke¿ it tasted so bad. The patient had not been experiencing headache, diarrhea, the patient has had two bowel movements and they are both solid, sweating, seizures, or yawning. The patient will see the managing hcp on (B)(6) and the implanting hcp on the (B)(6) to have the staples removed. On (B)(6) 2014 the patient further reported they were still having problems since removal of device and wanted to know if it was common for people to be laid up in bed afterward. The patient was seeing the implanting hcp today. The pump had been used to deliver morphine. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.